Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: the name and occupation of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the battery charging issues was due to a defective pbm (charging circuitry). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported failure of the device to charge. No report of patient harm or injury.